Event description:
It was reported that during implant attempt, after attempting to place the lead and then removing it, it was noted that the helix mechanism would not retract while outside the body. Several attempts were made to retract the helix, with no success. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.